Manufacturer narrative:
Initially it was reported that the customer would not release the broken immobilization strap to siemens. The customer has now agreed to release the broken immobilization strap to the factory for investigation. When the results are available, siemens will provide an update to the agency.

Event description:
It was reported to siemens that an intubated pt on the examination table to began to cough and subsequently broke the pt immobilization strap that was holding him on the table. At first, the pt began to slip off the table, and then fell to the floor sustaining an undisclosed injury. The pt was taken for a CT scan at the facility. The customer has not been forthcoming with info with regards to the pt's extent of injury.